Event description:
The connector was much too short for the transport pump. No item was returned. The connector was probably discarded. Event complications: unknown-reported 2/11/97. Pt's current status: unk-rpt'd 2/11/97.